Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. When the customer connected the pump to a power source the pump turned on and the battery gauge displayed 75%. The pump then shut down again and became unresponsive. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. It was indicated that the customer would use manual injections as alternate insulin therapy.